Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer changed battery after warning but the insulin pump gave immediately the same warning even if the battery was new and now the insulin pump did not turn on even with other batteries. The customer's blood glucose level was unknown. They stated that the battery cap was intact and the insulin pump was not bumped and shows no visible damage. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Device failed self test in that there was no vibration during the vibration portion of the self test. The battery compartment is corroded especially at the bottom. Upon further review of the device's interior, there are signs of previous moisture damage and corrosion on the battery board underneath the battery compartment.